Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer inspected the system remotely. It was reported to philips that there was a geometry movement problem. Analysis of system log file showed enabled movement (enmv) high at startup. Customer was instructed to restart the system, but reboot had no effect. The philips engineer suggested service, but quote was not accepted by the customer. No further action was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : on-site evaluation not approved; no response received for further information.

Event description:
It was reported to philips that there was geometry movement problem with the allura system. Restart did not resolve the issue. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.